Event description:
It was reported by service report that the bed has no power and the scale is inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.